Manufacturer narrative:
Concomitant medical products: sig power sigsbchgr one -bay charger (sn:unknown); sig power sigsmrtchgr four bay charger (sn:unknown); sig power sigphandle handle (sn:(B)(4). Medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted there was contamination on the charging contacts. Functionally, the battery data was analyzed. It showed the vimr, voltage imbalance at rest, bit was set to fail. Analysis of the extracted gg file shows a d ifference between the cell voltages of 200 mv. It was reported that the handle does not initialize. The reported issue was confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: during the analysis, the handle was opened up and the battery was found to be vented. The most likely cause for the additional condition is traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, preoperatively, the first demonstration handle would not charge. With the second handle, red light was noted and device would not charge nor turn on. The third handle would not make noise and show nothing on the screen even after charger flashed solid green lights. As for the fourth handle, the single bay charger flashed red while the four-bay charger displayed a triangle with exclamation point. Restart was performed but none worked. The chargers worked fine with another handle. There was no patient involvement. Medtronic's initial evaluation of the incident device found one of the battery cells was vented.